Event description:
Seven pts developed leaks in their PICC catheters. 1 pt developed a leak at the hub of the catheter within hrs of insertion. 1 pt developed a leak in the line after 5 days. 5 pts developed leak with 11-35 days insertion time. One pt developed a leak in the second catheter after 15 day insert time.